Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that the patient underwent a transplant. The device was operating as expected at the time of explant. The transplant was reported to be not device or therapy malfunction. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the transplant was not due to a device or therapy related issue and the patient had not been elevated on the transplant list secondary to a device or therapy related issue. The device reportedly operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent transplant.